Manufacturer narrative:
One forceps sample was received in an inner and outer blister without the cover foil. The sample shows a bent shaft. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received forceps sample was visually inspected with the aid of a photomicroscope with various magnifications. It shows surgery residuals and a bent shaft. After cleaning, it was found that the tube is loose which block the forceps from activating. The customer¿s complaint was confirmed, but due to the condition of the shaft it is unclear if external force during use lead to this issue or if the bonding did not hold before. The root cause is unable to be verified. External force during handling or an insufficient bonding could lead to this condition. Due to the current condition of the instrument, it is not possible to verify the root cause. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the tips of an ophthalmic forceps failed to open and close after insertion into the patient's eye during vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.